Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months the heart transplant event was reported under medwatch MFR report number 2916596-2017-00526. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with malaise and fevers, and was worked up for sepsis and driveline infection. On (B)(6) 2017, it was confirmed that the patient did have a driveline infection and was treated with antibiotics at home. The patient subsequently received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Sepsis and driveline infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.